Event description:
On 2/13/2023, was reported by a sales representative via email that an ar-6480 dualwave arthroscopy pump forced excessive fluid into the patient's joint. This was noticed at the end of the procedure on (B)(6) 2023. The pump pressure was set to 1.5 times the default setting. According to the sales representative, the patient had normal swelling and was discharged after post operation recovery. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per (B)(4) rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).